Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. It was determined that the latch lock flex sensor was the root cause and was replaced. The downstream occlusion sensor and upstream occlusion sensors were calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown, year valid h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed the, "cannot start the pump without a latched and locked cassette," alarm when the cassette is latched and locked. Reporter states the lcd lens is also scratched. There was no patient involvement. The issue was discovered during testing.